Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced prolonged low glucose after an earlier high, with glucose readings in the 70s for several hours and a documented nadir of 68 mg/dl, self-treated with oral glucose tablets per troubleshooting and education provided. Symptoms included feeling low. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included user education on the low-glucose protocol and discussion of contacting a healthcare provider about target adjustments. Investigation of this case revealed no device malfunction reported and no component-specific issue identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to link the event to a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.